Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) showed high, out of range shock impedance measurements. When reviewing records, the daily shock impedances were within range. There was a signal artifact monitoring event recorded where some artefact noise was observed. Also at another recorded event odd artefacts post shock on rate sense and shock channels were observed. It was mentioned that a shock could cause a false positive result. The rv lead and ICD remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) showed high, out of range shock impedance measurements. When reviewing records, the daily shock impedances were within range. There was a signal artifact monitoring event recorded where some artefact noise was observed. Also, at another recorded event odd artefacts post shock on rate sense and shock channels were observed. It was mentioned that a shock could cause a false positive result. The rv lead and ICD remain in service at this time. Additional information was received mentioning that the rv lead has been cut and surgically abandoned. The ICD was explanted due to therapy upgrade/downgrade and has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) showed high, out of range shock impedance measurements. When reviewing records, the daily shock impedances were within range. There was a signal artifact monitoring event recorded where some artefact noise was observed. Also, at another recorded event odd artefacts post shock on rate sense and shock channels were observed. It was mentioned that a shock could cause a false positive result. The rv lead and ICD remain in service at this time. Additional information was received mentioning that the rv lead has been cut and surgically abandoned. The ICD was explanted due to therapy upgrade/downgrade. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.